Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: instent restenosis requiring medical intervention. Device issue: none. It was reported that during a f/u, three mos following stent implantation, restenosis was observed. Percutaneous coronary intervention was performed to treat the restenosis. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info: however, the device was not returned to abbot vascular for analysis. It was reported that during a f/u, restenosis was observed although there was no reported device issue. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting.